Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed atrial lead noise and inappropriate auto mode switch episodes. The noise was reproducible. No intervention or patient symptoms were reported. The patient would be monitored with routine follow up.